Manufacturer narrative:
The information regarding this complaint was received on (B)(6) 2011 which indicated that an MDR was required.

Event description:
It was reported by a customer on (B)(6) 2010 the fiber forward fired and/or the fiber was damaged at the tip at 13,309 joules.